Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a channel b that cannot be closed. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction, with a tubing channel on pump head module (phm) b that could not be fully closed, was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a faulty phm b pump mechanism. The phm b pump mechanism was replaced to correct this condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.